Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/51003) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('severe dysmenorrhea that does not control with aines') in a 31-year-old female patient who had essure (batch no. D87028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included atrial septal defect in 2016, migraine with aura, sjogren's syndrome, menarche (at 12 years old) and multigravida (no abortions). Menstruation for 7-8 days, every 28-30 days. Previously administered products included for migraine with aura: zolmitriptan; for sjogren syndrome: dolquine. Concurrent conditions included parity 3 (vaginal route, cee 2014 (combined spinal epidural block)). On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), abdominal distension ("bloating"), migraine ("migraine worsening"), menorrhagia ("hypermenorrhea"), arthralgia ("arthralgia"), abdominal pain ("abdominal pain"), dyspareunia ("punctures in sex") and vaginal discharge ("abundant vaginal fluid"). The patient was treated with nsaids and surgery (essure removal by laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, alopecia, abdominal distension, migraine, menorrhagia, arthralgia, abdominal pain, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter returned essure removal questionnaire: patient's birth date, age, medical history added. Essure (lot# d87028) was inserted on (B)(6) 2017, removed on (B)(6)2019 by laparoscopic salpingectomy. All events started in 2018. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/51003) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('severe dysmenorrhea that does not control with aines') in a 31-year-old female patient who had essure (batch no. D87028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ostium secundum defect in 2016, migraine with aura, sjogren's syndrome, menarche (at 12 years old) and multigravida (3 pregnancies, no abortions). Menstruation for 7-8 days, every 28-30 days. Previously administered products included for migraine with aura: zolmitriptan; for sjogren syndrome: dolquine. Concurrent conditions included parity 3 (vaginal route, cee 2014 (combined spinal epidural block)) and overweight. On (B)(6)2017, the patient had essure inserted. In 2018, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("punctures in sex"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), menorrhagia ("hypermenorrhea"), vaginal discharge ("abundant vaginal fluid"), migraine ("migraine worsening"), alopecia ("alopecia") and arthralgia ("arthralgia"). The patient was treated with nsaids and surgery (essure removal by laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, menorrhagia, vaginal discharge, migraine, alopecia and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: aines treatment was interpreted as non-steroidal anti-inflammatory drugs (nsaid). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('severe dysmenorrhea that does not control with aines') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), alopecia ("alopecia"), abdominal distension ("bloating"), migraine ("migraine worsening"), menorrhagia ("hypermenorrhea"), arthralgia ("arthralgia"), abdominal pain ("abdominal pain"), dyspareunia ("punctures in sex") and vaginal discharge ("abundant vaginal fluid"). The patient was treated with nsaids. At the time of the report, the dysmenorrhoea, alopecia, abdominal distension, migraine, menorrhagia, arthralgia, abdominal pain, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.